Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left-side "rupture". Diagnosed via ultrasound. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. As per the investigation procedure non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on december 09, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left-side "rupture" diagnosed via ultrasound. Device was explanted and replaced with another manufacturer's device.